Event description:
The device was initially reported for pod hazard alarm/alert/advisory - during operation. The complaint has been reassessed as reportable based on the investigation finding of corrosion.

Manufacturer narrative:
The pod was received fully deployed. Corrosion was observed on the pcb assembly. The battery voltages of all three batteries were measured to be lower than expected. All attempts to download pod data were unsuccessful due to the corrosion on the pcb. Without the download data, it could not be conclusively determined if an alarm was generated by the pod. The exact cause of the reported alarm could not be determined. A leak test was completed due to the corrosion observed. Fluid was observed to be leaking past the plunger in the reservoir. The leak in the reservoir sub-assembly resulted in fluid leaking out of the reservoir cap window into the device, which contributed to the corrosion observed inside the device. This was confirmed to be the cause of the corrosion. It could not be conclusively determined if the observed leak is related to the reported alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.